Event description:
It was reported that during an open low anterior resection, there was difficulty removing the trocar tip from the anvil. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.